Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate defibrillation therapy from the implantable cardioverter defibrillator. It was noted that the device incorrectly diagnosed an episode of atrial fibrillation as ventricular tachycardia. Programming modifications were performed. The patient¿s condition was stable.